Event description:
It was reported to philips that the device intermittently displayed a red x in the rfu indicator coinciding with an audible chirp. There was no patient involvement.

Event description:
It was reported to philips that the device intermittently displayed a red x in the rfu indicator coinciding with an audible chirp. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was determined that the fault was occurring during testing being caused by corrupt software. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the device software. The software was reloaded and the device passed all subsequent testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.